Manufacturer narrative:
(B)(6). One biosure regenesorb 8x25mm screw used for treatment, was returned for evaluation. The complaint stated: ¿when the implants were being screwed the thread became blunt and damage.¿ threads were damaged. There are indications of force and torque factors. The physical condition of the product is consistent with an inadequate tunnel diameter. Prep per the instructions for use recommendation is critical for ease of insertion and successful anchoring. As this is a tapered product, the tunnel size needs to accommodate the largest diameter of the implant. The condition is consistent with an inferior tunnel size. Instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Prep per instructions for use recommendation is critical for ease of insertion and successful anchoring. Per instruction for use: ¿use of a driver other than the appropriate biosure driver may result in breakage of the screw. Breakage of the screw or loss of fixation may occur if the insertion site is not prepared properly. Inspect to confirm that the interference screw is fully seated onto the driver prior to insertion. If the interference screw is not properly seated on the driver, damage to or breakage of the screw may result. Failure to fully seat the screw may result in breakage of the screw. The biosure tap is recommended for use with bone-tendon-bone grafts prior to inserting the interference screw. Use of a tap is recommended. In cases where hard bone is encountered, it is recommended that a tap 1mm larger than the screw be used. Complaint search revealed no other related complaints for the history of the manufacturing lot. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that, during an acl surgery, the implants were used correctly; however, when the implants were being screwed, the thread became blunt and damaged. A back-up device was available and used, in the same bone hole, to complete the procedure. Neither significant delay nor patient injury was reported. Even though the initial reporter indicated that the screw was intact, the results of investigation shed light to an intra-operative implant breakage, which is a reportable malfunction.